Event description:
Patient at home and transitioning from batteries to mpu when controller alarmed with yellow wrench and red heart with no alarm message. Green pump light continued to be illuminated. Pt attached backup controller to mpu then exchanged primary controller for back-up controller. Alarms ceased. Old primary controller returned to vad office.